Manufacturer narrative:
(B)(6).

Event description:
It was reported that during procedure, both anchors of the device were released at the same time. Ts were removed. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
The reported fast-fix 360 curved needle delivery system intended for use in treatment, will not be returned for evaluation. Without the reported product a visual and functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, both ts deployed simultaneously. An exact root cause cannot be determined with confidence without the return of the device, however, factors that could have contributed to the reported event include: advancing the trigger twice during deployment of t1. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.